Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and low blood glucose on (B)(6) 2020. Customer's blood glucose was 599 mg/dl when she went to bed, and when she got to hospital her blood glucose was at 41 mg/dl she was unconscious at that time. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was not active at time of low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This case is a duplicate to reported MDR number 2032227-2020-130233.